Manufacturer narrative:
Five (5) actual samples were received for evaluation. Visual inspection, along with magnification and fill port caps removed, did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had a foreign substance. This was identified during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the events occurred between 01-jun-2023 and 25-aug-2023. Should additional relevant information become available, a supplemental report will be submitted.